Event description:
It was reported via repair work order that the motion interrupt pan was broken and the bumper rollers were missing with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the motion interrupt pan was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up being submitted as the original report had the headend bumpers missing with exposed electrical wires. The investigation determined that there were no exposed electrical wires. The executive summary and method, results and conclusion have been updated. The issue of the headend bumbers missing is addressed in the following non-reportable rationale: it was reported that the head end bumpers were missing. This will result in caregiver annoyance as the bumpers do not affect critical bed functions and no sharp edges were reported. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur. Therefore, this event is not reportable.